Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer stated they were able to correct their bg level with insulin and their bg's have stabilized. It was indicated that the customer has a back up pump for continued insulin therapy.